Event description:
It was reported that after 1 hour of an arcr procedure using a super multivac 50 icw, the active electrode was decomposed and fell off. There was a 1 minute delay to remove the broken piece. All pieces were removed from the patient. There was no reported patient injury. The surgery was completed with a back-up wand.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the spacer. The insulation around the shaft is scratched but not compromised. The screen is detached. This part was returned not with the device. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the wand was plugged into a known good generator. The device was activated in saline solution at default and maximum settings and produces plasma on one of the remaining part of the electrodes. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. These devices are not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases.